Event description:
It has been reported to philips that the system was not witching on. The system was not in clinical use a the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the power was turned on, but the system was stuck at 0:00. Upon further troubleshooting action, field service engineer (fse) found the main control pc was taking a very long time to start up, but issue reoccurred and the fse replaced the main body of the pc case and the hdd. After replacement of pc case and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.